Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke, the complaint devices, a 95cm emboguard 87 balloon guide catheter (bg8795u / 0000224646) and a 5mm x 37mm embotrap iii revascularization device (et309537 / 21m063av) were used in accordance with their respective instructions for use (ifus). During the advancement of the emboguard balloon guide catheter, it got kinked and was replaced with a competitor catheter which could be placed without problem. The targeted thrombus was retrieved using the embotrap iii device, but the tip of the embotrap iii device got elongated; it was not known when this occurred. There was no report of any negative patient impact. On 07-nov-2023, preliminary photos of the embotrap iii device were received.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos received on 07-nov-2023. The review is documented below. [Photo review]: a review of the provided photographs shows evidence of damage and deformation to the distal coil of the embotrap device. The distal coil has unwound and has elongated, and the distal atraumatic tip is missing. The wick stop at the distal end of the extended strut of the inner channel is not present, potentially indicating a fracture of the strut. All other joints and bonds appear properly formed and intact from the provided photographs. There is also evidence of minor coil offsets on the proximal coil of the embotrap device. Coil offsets do not impact device performance and are deemed unrelated to the complaint event. Details regarding the cause of the damage to the embotrap device were not provided with the complaint event description. Conclusion: the review of the provided photographs confirms damage to the embotrap device. Therefore, the complaint event is confirmed. Root cause of the complaint event cannot be determined from the photographs provided and the complaint event description. A review of the manufacturing documentation associated with this lot (21m063av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 22-nov-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified damage to the distal coil and extended strut of the inner channel of the embotrap device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with adhesive bonds and joints present on all areas of the device. There is evidence of welding and adhesive present at the distal joint indicating that the distal joint was correctly bonded prior to the complaint event. The damage noted during the visual inspection under magnification i.e., unwound distal coil and fracture of the inner channel extended strut are consistent with a material failure under tension. Conclusion: initial examination of the returned device confirmed the ¿elongated¿ distal tip of the device as reported. Therefore, the complaint event is confirmed. The damage present on inner channel extended strut resulted in fracture of the extended strut and unwinding of the distal coil. All other elements of the design were present and correctly assembled on the returned device. There was evidence of welding and adhesive present on the distal joint of the device, indicating the distal joint was correctly bonded prior to the complaint event. Examination of the fracture site of the inner channel¿s extended strut under high magnification indicated the fracture is consistent with a material failure under tension. There was no evidence of a material fault which would result in a lower than anticipated tensile load failure. It was unknown when the complaint event occurred. Based on the visual examination of the returned device, the probable cause of the tip damage was a material failure under tension as a result of a uniaxial force applied to the tip. Potential cause of the damage is interaction of the embotrap device with a microcatheter/accessory or due to device handling. Based on the details provided in the complaint report, this could not be evaluated, and a recreation of the complaint event was not possible. Whilst the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was as a result of a defect with the embotrap device. A review of the manufacturing documentation associated with this lot (21m063av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.